Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to a broken grip at the grip base. A piece approximately 0.200" x 0.549" was found to be broken off. The broken piece was returned. Components adjacent to this broken grip did not show damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, one of the fenestrated bipolar forceps instrument's jaws broke off into the patient. The device fragment had fallen into the patient during the task of grasping and a piece of the jaw broke off while grasping tissue. The surgeon does not know why the fragment would have fallen. The fragment fell inside the patient during an instrument tip/accessory collision; however, no additional information was provided regarding the collision. The fragment was retrieved by using another grasping forceps. No additional procedure or imaging was required. The procedure was completed robotically using a backup fenestrated bipolar forceps instrument. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining the fragment.